Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was returned stuck in the device. The device showed a kink in the catheter shaft approximately 97cm from the tip. It was noticed that the guidewire used during the procedure was a spider filter wire which was kinked and the coating was scraped off approximately 97cm from the tip. This kink was consistent in placement with the kink in the catheter shaft. The coating issue along with the kink may have contributed to the guidewire stick issue the customer described. Functionality was checked by setting up the device on the jetstream console and the device functioned as designed. The most likely cause of the kink was pushing, pulling and torquing of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a spider filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4)

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left proximal superficial femoral artery. During use inside the patient, the device locked up on the non-bsc wire and the devices could not be separated. Rex mode was unable to be used. The devices were pulled out together as a unit. Once the procedure was successfully completed, the patient was fine. There were no patient complications.